Event description:
Customer states that there was damaged to the end of his insulin pump which he had just received two days prior. Customer was at the emergency room with blood glucose of 967 mg/dl, which was treated with insulin. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. Unit functioned properly. Unit received with minor scratched lcd window and cracked reservoir tube lip. No cracks noted around case end cap area during visual inspection.(B)(4).